Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ (B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose level in the 300s (mg/dl) since beginning to use the pump. The customer believed the pump did not perform properly when the battery charge was below 50%. In addition, the customer reported receiving multiple occlusion alarms in the past. Reportedly, the customer cleared the occlusions and resumed insulin delivery. The customer also reported the luer lock connection became unscrewed multiple times while the customer was sleeping. The customer reconnected the luer lock connection and insulin delivery was resumed. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported blood glucose event. The occlusion alarm and luer lock disconnection investigations could not be completed as the cartridge was not returned.